Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptom/ae : none. It was reported that during an interventional procedure in a brachial shunt the fox sv balloon ruptured at 10 atmospheres during the second inflation. The balloon and delivery catheter were completely removed without difficulty and the procedure was completed using another fox sv. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.